Manufacturer narrative:
Resolution was requested from the field. It was later reported that there was also a loss of capture on these leads as this patient twiddled. The leads were explanted and new leads were implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected low p-waves and r-waves on the atrial and ventricular leads. There was also reported that this resulted in undersensing. In addition, impedances on both of these leads increased from the 300-400 range to 1100-1200 ohms range. No adverse patient effects were reported.